Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and cleaned and tightened the ECG and pressure input connections. The stm checked for proper calibration and tested the unit. The unit passed all calibration, functional, and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) ECG and pressure slave connections were loose. It is unknown if there was an injury or harm to the patient; however there was adverse event reported.

Manufacturer narrative:
Corrected fields: e1(event site email).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) ECG and pressure slave connections were loose. It is unknown if there was an injury or harm to the patient; however there was adverse event reported.